Event description:
During cardiopulmonary bypass, the user observed that the safety monitor of the heart lung console could not be reset. There were no adverse consequences to the pt as a result of this event.